Manufacturer narrative:
A search of complaint tickets or file kit testing could not be completed as the lots are unknown. A review of complaints for the assays determined that there are no trends for the products for the complaint issue. Return testing was not completed as returns were not available. Historical performance of the architect hbsag qual and hbsag confirmatory assays for negative samples, shows that all lots on market have median values that do not exceed 2sd above the established baselines, confirming no systemic issues in the field. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. It is possible that the initial false reactive/false confirmed result observed for one specific sample draw was due to sample or reagent handling/integrity issues at the time of testing, as testing of new sample draws returned the expected non-reactive hbsag qualitative results. Based on the investigation no product deficiency was identified for either the architect hbsag qualitative or the architect hbsag confirmatory assays.

Manufacturer narrative:
Patient identifier = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported (B)(6) architect hbsag results on one patient. The results provided were: sid (B)(6) on (B)(6) 2019 (B)(6) / confirmatory testing = confirmed / on (B)(6) 2019 same patient new sample (B)(6) / same patient new sample on (B)(6) 2019. (B)(6). There was no reported impact to patient management.